Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that no ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation action was conducted/performed (mia). The report indicates that: the complete holding nose on the threaded bushing (B)(4) is broken off. The broken off portion is missing. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications and a functional test is not possible anymore. The DHR review showed that the device was manufactured in 2009 and there were no issues during the manufacturing of the product that would have caused the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a distal portion of the drill guide broken off. Instrument was discovered in sterile processing; no procedure or patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (part number, 03.600.006, plate holding drill guide-single barrel/fixed angle, lot number 3110062). The subject device was returned with the complaint ¿distal portion of the plate holding drill guide broke off.¿ as previously reported, the returned instrument was sent for a manufacturing evaluation where the complaint condition was able to be confirmed. It was determined that there were no issues during the manufacturing of the product that would have caused the complaint condition. The related drawings for the plate holding drill guide (03.600.006 lot 3110062) used at the time of manufacture (10/2010) were reviewed. These drawings were found to be suitable for their intended use. The drill guide was found to have met the drawing specifications. Based on the event information and the results of the product development investigation and manufacturing investigation, a definitive root cause was unable to be determined, however the failure mode was found to be consistent with the application of excessive force/rough handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.